Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the proximal end of the 5max ace was fractured. The type of damage typically occurs due to improper handling during removal from the packaging. If the device forcefully withdrawn from its packaging at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the proximal end of the penumbra system 5max ace reperfusion catheter (5max ace) was fractured prior to flushing it. The damage to the 5max ace was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 5max ace.